Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. The device was discarded at the site and will not be returned to the manufacturer. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported, on (B)(6) 2018, an ivus catheter was inserted over a .014 spartacore wire via radial access to conduct a diagnostic peripheral case. While attempting to advance the catheter and wire, the patients right radial artery began to spasm and clamp down on the catheter and wire resulting in image distortion. The physician continued with the case after administering heparin, nitro and verapamil. Minutes later the vessel began to spasm more and locked the wire down. After approx. Ten (10) minutes and additional pharmaceuticals, the physician was unable to remove the catheter or the wire from the radial artery. The patient was in pain and his radial artery was spasming and the sheath was pushed out of the radial access point. The physician decided to cut the wire and catheter and send the patient to an emergency room for surgery. The physician cut the wire and catheter, leaving the distal end of the catheter and section of wire inside of the patient's radial artery while securing it in place with a tr band. The diagnostic case was not completed. The physician performed a cut down surgery on the vessel and successfully removed the wire and catheter from the patient on the evening of (B)(6) 2018. The patient is currently recovering and will be discharged from the hospital on (B)(6) 2018. The physician stated that the ivus catheter was not the cause of the radial spasm, nor did he blame the catheter for the complications. The catheter was removed during the surgery. After the physician removed the catheter and wire from the patient, they were disposed of and were not returned. This event is being reported because of medical intervention, surgical intervention and patient hospitalization.